Event description:
It was reported the rv (right ventricular) lead impedance increased from 589 ohms in 2009, to 4047 ohms in the next day and the day after, and there was oversensing. The patient was taken to surgery to replace the lead and died during the procedure. The physician reported the patient had "a lot of other problems" and stated the surgery was a long procedure, with many complications, but the lead extraction was successful. The patient had a history of coronary artery disease, dilated cardiomyopathy, end-stage renal disease, and hypertension.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found. Distal segment returned and analyzed. Additional information was received from the physician reporting the death was related to the fidelis lead, which required replacement due to oversensing and pauses. The dialysis av fistula prevented a right sided implant. The left side had a chronically occluded subclavian vein, and the lead required laser extraction. There were difficulties due to fibrosis and calcification and technical issues with the laser, requiring a second surgery. During the second attempt to remove the leads, there was difficulties with dissection and oozing of bright red blood was noted "most likely due to an arterialized venous system due to" the patient's hemodialysis av fistula. Extensive attempts to control bleeding and resultant hypotension were done, but the patient died. The autopsy report stated the cause of death to be severe cardiovascular disease, with findings compatible with the clinical impression (hypotension and acidosis from hemorrhage during repair attempt), with the fibrosis and calcification accounting for the operative difficulties.

Event description:
It was reported the rv (right ventricular) lead impedance increased from 589 ohms in 2009, to 4047 ohms for two days from the next day, and there was oversensing. The patient was taken to surgery to replace the lead and died during the procedure. The physician reported the patient had "a lot of other problems" and stated the surgery was a long procedure, with many complications, but the lead extraction was successful. The patient had a history of coronary artery disease, dilated cardiomyopathy, end-stage renal disease, and hypertension. Additional information was later received reporting noise on the egm, with an alert due to elevated rv impedance greater than 3000 ohms. It was also reported the rv lead was fractured and required laser extraction, during which the atrial and sq leads were damaged and capped.

Event description:
It was reported the rv (right ventricular) lead impedance increased from 589 ohms to 4047 ohms in 2009, and there was oversensing. The patient was taken to surgery to replace the lead and died during the procedure. The physician reported the patient had "a lot of other problems" and stated the surgery was a long procedure, with many complications, but the lead extraction was successful. The patient had a history of coronary artery disease, dilated cardiomyopathy, end-stage renal disease with hemodialysis, history of acute myocardial infarction, av node ablation, hypertension, and recent pneumonia. Additional information was later received reporting noise on the egm, with an alert due to elevated rv impedance greater than 3000 ohms. It was also reported the rv lead was fractured and required laser extraction, during which the atrial and sq leads were damaged and capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested, but has not been received. There is no allegation from a healthcare professional that the death was device related. Evaluation summary: no anomalies found. Distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested, but has not been received. There is no allegation from a healthcare professional that the death was device related. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested but has not been received. There is no allegation from a healthcare professional that the death was device related.